Event description:
Rupture of the balloon during inflation. "The balloon ruptured while it was fully inflated and therefore it had to be replaced with a new product."

Manufacturer narrative:
The balloon burst was confirmed to be a longitudinal balloon burst along the entire length of the balloon. It is stated in the report that the physician did not use an inflation device with pressure gauge as is recommended in the instructions for use. Instead he used a 5ml injector (syringe) for the procedure. This could cause as much as 20atm of pressure in the balloon. The labeled rated burst pressure is 4 atm. The use of this injector caused the device to go beyond it's labeled rated burst pressure which caused the balloon to burst longitudinally.